Event description:
It was reported that leakage was found at the distal lumen during placement in a patient. The catheter was removed and replaced with a new one. No harm to the patient occurred.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 2-lumen cvc for evaluation. The catheter body appeared to be intentionally cut. After the sample failed functional testing, the distal lumen was microscopically examined. A small slit was detected in the distal extrusion, which is consistent with the lumen coming into contact with a sharp object (scalpel, scissors, needle, etc.). The total length of the catheter body measured to be 19 mm which indicates at least 188 mm were cut and not returned per product drawing. The distal lumen contained a small slit 24 mm from the juncture hub. The outer diameter of the lumen measured to be 2.46 mm which is within specifications of 2.39-2.49 mm per product drawing. The inner diameter of the distal lumen measured to be 1.75 mm which is within specifications of 1.65-1.75 mm per product drawing. This indicates that the wall thickness measured within specifications. Both lumens were connected to a water-filled lab inventory syringe and flushed. The distal lumen leaked when flushed. No defects were detected with the proximal lumen. A device history record review was performed with no relevant findings. The instructions-for-use provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. The distal lumen contained a small slit, indicating contact with sharps caused the damage. The device passed all dimensional inspection and a device history record review was performed with no relevant findings. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that leakage was found at the distal lumen during placement in a patient. The catheter was removed and replaced with a new one. No harm to the patient occurred.